Event description:
Drive devilbiss is the initial importer of the device which is a elevated toilet seat. This report is being tendered in an overabundance of caution in response to an MDR regression analysis. When the end user attached the devicet on the toilet the brackets kept coming off. She continued to use it and fell and hit her head. The device was nt retrieved for evaluation since contact information was not provided by the contact entity.